Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. During device interrogation intermittent post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended. Physician elected not to make any recommended programming changes at this time and the patient left in good condition.